Manufacturer narrative:
Date of event: (B)(6) 2017, unknown exact date. 510k status: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Per attached user facility report number (B)(4), a right femoral arterial line (single lumen central venous catheter) was placed and removed a day later. Line fragment was noted on abdominal x-ray approximately two weeks later. Line fragment was removed at bedside (in patient room). Additional information regarding the incident has been requested from the risk management at the user facilyt, but no additional information was provided by the customer. The product is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation - evaluation : a review of the documentation, instructions for use (IFU), quality control and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The device is shipped with instruction for use (IFU) which notes: use of a 10ml or larger syringe will reduce the risk of catheter rupture. Without visual, dimensional, and/or functional testing of the product, we are unable to rule out if this event was related to a manufacturing issue. At this time, clinical assessment cannot eliminate any possible causes for this event such as device placement, human anatomy, other device related, device maintenance, device monitoring, device failure, or manufacturing related causes based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.